Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. It may be possible that during pre-dilation the vessel may have caused a misalignment triggering the slight tip detachment during deployment however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-calcified, mildly tortuous right superficial femoral artery. Pre-dilatation was done with a 6.0x40mm armada 18 balloon inflated to nominal at 8atm for 2 minutes. The 6.0x30mm supera self-expanding stent system (sess) was advanced using a 6f sheath (55cm), up and over the iliac, with no resistance. Then upon deployment, it was observed under fluoroscopy that the nose cone was starting to become detached. Therefore, the physician quickly finished deploying the stent and a decision was made to retract the thumb slide back to remove the system with the guidewire as a single unit. After the devices were successfully removed from the patient, the physician pulled on the nose cone and it became easily fully detached. The target lesion was treated. The patient is stable. No other issues noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.